Event description:
It was reported that this right atrial (ra) lead had noise and it would not capture. As a result, the physician removed and replaced the lead. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Inspection of the terminal pin assembly revealed that only the terminal segment of lead was returned. The lead was severed 11.7 cm from the terminal pin. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead had noise and it would not capture. As a result, the physician removed and replaced the lead. No additional adverse patient effects were reported. At this time, the product has been returned and analysis was completed.